Event description:
During a scheduled follow-up, the associated reply dr pacemaker didn't recognize the subject lead as bipolar. The serial number of the subject lead has not yet been determined.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.